Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was the caller was with the patient and the patient had a cardioversion procedure last week. The stimulator was turned off for the procedure. The caller was getting a message on the patient programmer that said service code 323, contact your clinician, therapy turned off automatically, cannot provide the requested therapy. When the clinician application connects to the ins, it displays a message that the therapy was turned off and then tries to connect, reaches 75% on the loading bar and then says no device response. The caller attempted to reset the ins using the clinician application reset neurostimulator function. The caller attempted to connect to the ins again. The clinician programmer displayed a message that said system detected that the device has been reset. The caller indicated that the clinician application got stuck when it was trying to communicate and then the no device response message was displayed. The issue was not resolved through troubleshooting.